Manufacturer narrative:
Date of event was approximated to (B)(6) 2019, the date the complaint was first reported to bsc, as no event date was reported. (B)(4). Mhra adverse incident report reference no (B)(4); submitted to (B)(6) by a patient. (B)(4). The device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted during a procedure. According to the complainant, the device that was implanted in the patient was a white advantage mesh; however, following the procedure, the patient has been experiencing copious blue discharge, bleeding, and blue mesh extrusion from a calcified mass in the peri-urethral area which has been verified by the healthcare professional. All other information such as treatments is unknown. Should additional relevant details become available; a supplemental report will be submitted.